Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient. The results were reported out of the lab. The patient underwent a cardiac catheterization procedure which "was found to be clean".

Manufacturer narrative:
Samples were drawn in li heparin tubes. Qc was within the lab's established ranges prior to and after the erroneous results. Cpls investigation - the cpls lab has confirmed the existence of a patient source interferent for one of the samples received from the customer. The interference likely relates to alkaline phosphatase. A heterophile like interferent in the patient's sample is the root cause for this event.